Manufacturer narrative:
The cable was returned to the manufacturer for evaluation. After visual/physical examination the reported issue was confirmed. The cables lemo connector had been removed and was missing the internal sleeve that wraps around and aligns the internal wiring. They were unable to proceed with further testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the axiem cable was damaged with exposed wiring. No patient was present at the time of the event.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. The system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the axiem cable was damaged with exposed wiring. No patient was present at the time of the event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the axiem cable was damaged with exposed wiring. No patient was present at the time of the event.

Manufacturer narrative:
The power cable was returned to the manufacturer for evaluation. The cable was found to be returned unused. No failures found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the axiem cable was damaged with exposed wiring. No patient was present at the time of the event.